Event description:
During a clinical study sponsored by bwi, it was reported that a patient received an index cardiac ablation on (B)(6) 2025 with a 8.5 fr varipulse catheter. On (B)(6) 2025, patient experienced acute small ischemia categorized as mild severity and not serious. The relationship with the ablation catheter (varipulse) is possible. The relationship with the index study procedure is not related. The outcome was recovered/resolved with an end date on (B)(6) 2025. Intervention performed was none. This was noted to be an asymptomatic silent lesion and not a stroke. It was only confirmed due to proactive "mirs" post ablation. There is no symptom reported for this patient.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 31603742l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, bwi received additional information indicating that the patient's condition was determined as "acute small brain ischemia, not symptomatic", and that there was a causal relationship between the procedure and event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 13-aug-2025, bwi received additional information regarding the event. It was determined that the event will be considered as a ""unspecified transient cerebral ischemia". Furthermore, on 8-sep-2025, the product investigation was updated to indicate the following: an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for usage) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).